Event description:
Information received by medtronic indicated that the insulin pump had cracked reservoir. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: cracked select button keypad overlay, keypad overlay texture damage, partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer and partially broken reservoir tube lip are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.